Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to leave the wall adapter plugged into a working outlet for at least 30 minutes to see if the pump would begin charging, with a follow-up planned by technical support.